Event description:
Received report of multiple undocumented incidences of sets falling apart with movement. This has happened in two different departments. In or holding, sets have fallen apart in the package, upon removal from package &/or set-up of set, and in 3 instances, when hooked up to pts when being moved in the or. In these instances, no pt harm was reported, as the or staff was at the pt bedside. In labor and delivery, there have been multiple undocumented incidences of the same nature and one documented incident of the tubing falling apart at the manifold. In the documented incident on a pt in labor for childbirth, bleedback occurred but was noticed by the nurse who had walked into the room right as this happened and so no blood loss occurred. No pt harm was reported.